Manufacturer narrative:
The device model involved in this MDR report is not approved in the united stated; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing un the united states.

Event description:
The subject pacemaker was repositioned due to a low initial position (disturbing for the patient).

Event description:
The subject pacemaker was repositioned due to a low initial position (disturbing for the patient).